Event description:
Related manufacturer report number: 2916596-2021-01817 it was reported that the patient was admitted on (B)(6) 2021 for a routine heart transplant. While in the operating room, the perfusion team hooked the patient's controller up to a power module with system monitor. The system monitor continued to read "no data." A new system monitor, power module, patient cable, and cord from power module to system monitor were all exchanged with continued "no data" on the system monitor. It was believed that there was an issue related to the white power cable on the patient's controller. A controller exchange was not performed as the patient did not bring his backup equipment to the hospital and was in the process of receiving a heart transplant. Additional information communicated on (B)(6) 2021 reported that the patient was elevated on the transplant list because there was concern for an inflow or outflow graft obstruction, but none that could be visualized on CT.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller was confirmed via product testing. The heartmate iii system controller (serial#: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 2 days (on (B)(6) 2000, on (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. Events occurring on (B)(6) 2000 are from when the system clock was not properly set and the exact time of events occurring during these timestamps are unable to be determined. There were no notable alarms in the log file related to the reported event. Pump operation was not affected. During testing it was observed that the system controller could not communicate with the system monitor, confirming the reported event. The system controller power cables were observed, and it was noticed that a wire in the white power cable in the system controller responsible for data communication was damaged. The power cables of the system controller were exchanged and the system controller was able to pass all testing and was able to operate on a mock loop without issue after this exchange. The root cause of the reported event was determined to be from a damaged wire in the system controller power cables. The root cause of the damage to the wire was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.